Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display upon attempted use. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 05/07/2015 with the following findings:several cs-054 'call service alarms', which can be mistaken for the type of power issue that was reported due to the presence of a blank display and unresponsive pump, were observed in the pump history and black box data. A review of the pump history and black box data revealed no evidence of a power issue. The battery compartment was observed to be cracked in the area below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.